Event description:
In 2009, the pt reported she has had elevated blood glucose readings all day. Her normal blood glucose range is 120-180 mg/dl. She said her reading before breakfast was 497 mg/dl which she treated by bolusing 11 units of insulin. She then ate pancakes and soon after her reading was 597 mg/dl. She said she did not bolus any insulin because she was "afraid it would not work". She drank water and a diet soda and her current reading is "hi". Symptoms are not feeling well, frequent urination, and nausea. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.